Event description:
It was reported that the system had a "temp sensor error" at boot up which prevented the sys from operating, no boot. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.